Event description:
Spontaneous rupture of buddy lite cartridge. Sn: (B)(6) while infusing packed rbcs to patient, the cartridge ruptured resulting in approximately 20 ml of lost prbc. Infusion was gravity dependent with no pressure applied. Patient suffered no adverse effects as a result of the equipment failure. Cartridge was removed and infusion was continued.